Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to pair their pacemaker to their transmitter. Several failed read attempts were noted. Transmissions revealed that the last transmission was back on (B)(6) 2014 where it was noted that the device was in telemetry lock-out. Readings were able to be sent with an inductive transmitter. A possible radio frequency chip anomaly was suspected. No device intervention or patient symptoms were reported.